Event description:
This device was implanted and later same day, atrial sensing issues were noted. Testing and programming changes were unsuccessful. Device was changed out and that appears to have resolved the issue. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device was received and analyzed. The ICD was subjected to an electrical analysis. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied, and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In a next step, a sensing test was performed, and the device sensed the attached heart signals free of noise. The clinical observation was not reproducible. In conclusion, the device proved to be fully functional. There was no indication of a device malfunction.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.